Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to a defective patient board. Video socket connector did not secure scope video cable due to wear in locker. Chassis feet had a poor appearance. Software version was out of date and needed to be updated to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed no image when plugged into the 180 scopes. The 190 scopes are fine with the subject device. The event occurred during maintenance. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective patient board could not be identified. Olympus will continue to monitor field performance for this device.